Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the implantable pulse generator (ipg) was outside the patients body during a change from single to dual chamber device, the right ventricular (rv) lead exhibited loss of capture. Chest compressions were performed for one minute. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.